Manufacturer narrative:
Date of event/concomitant medical products: the event occurred from february to august 15, 2022. Lot#: the customer reported lot#: 6034904; however, this lot#: is invalid. Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of sterile repeater pump tube sets leaked. During compounding, "the connection of the filter does not attach properly and falls during use" and the hose leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.